Event description:
It was reported the fiber cap detached at 81104 joules into the case. The procedure was completed using an alternative surgical procedure. It was noted that the fiber will not be returned to the manufacturer. There was no report of an injury to the patient.

Manufacturer narrative:
(B)(4). Referenced under MFR report number 2937094-2012-01266 and 2937094-2012-01267.